Event description:
It was reported that there was an impedance issue. Yesterday, during intraoperative procedure with placement of extension and neurostimulator, when they did the impedance test the 0 and 1 contact were 63 ohms. It was reviewed that this was a short that could occur based on overtightened setscrew or compromised contact. It was reviewed not to program 0 and 1 because of battery life. The physician decided to leave the components implanted and reprogram around. Follow up reporting noted that the patient was doing fine and impedances were improved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Extension unknown, model # unknown, implanted unknown, explanted unknown. (B)(4).